Event description:
Additional information was received on 01august2019. All pieces were removed from the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and to provide the completed investigation results. The actual sample (glidewire advantage) was received. Along with the actual sample, a competitor's catheter was provided. Visual inspection revealed that the distal section had been fractured off the main body. The fractured distal section was not returned for evaluation. The fracture end of the main body was in the loop-like shape with the fractured core wire exposed. The total length was found to be approximately 2570mm, indicating that the distal section approximately 30mm in length was missing. Magnifying and electron microscopic inspections of the fracture end revealed that the urethane outer layer at the fracture end had the shape implying that it had been ripped off; some creases had been generated on the urethane outer layer around the fracture end. Electron microscopic inspection of the fracture end of the exposed core wire revealed the fracture cross-section was in the rough state. The outside diameter was measured on the undamaged segment adjacent to the fracture end and found to meet manufacturer specifications. Inspection of the competitor's catheter was performed. Visual and magnifying inspection revealed several kinks had been generated on approximately 160 - 230mm from the distal end of the device. X-ray fluoroscopic inspection confirmed that there was no fragment fractured off the actual sample remaining in the lumen. Reproductive testing was performed, and a product sample was subjected to pulling force in the state of being formed into a loop-like shape till it became fractured. Subsequent electron microscopic inspection of the fracture revealed the edge of the fracture was in the curved shape. The fracture cross-section was in the rough state. The state was found to be very similar to that of the actual sample. A product sample was subjected to repetitive bending force at a 90-degree angle till it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the fracture cross section had a dimple pattern with no diminishment of the outside diameter toward the fracture end. A product sample was subjected to repetitive one-way torque force till it became fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the fracture cross-section surface. A product sample was subjected to one-way pulling force till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the outside diameter of the wire had been diminished toward the fracture end. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was subjected to pulling force in the state of being formed into a loop shape at approximately 30mm from the distal end of the device, resulting in the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 12aug2019. The tip of the wire was inside of the catheter, that is how it was removed. A peripheral angiogram procedure was being performed. The pulled everything out and went back in with a new terumo wire and catheter.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the tip of the glide wire advantage came off in the catheter as he was trying to advance the wire over the iliac bifurcation and then brought the wire back into the catheter. The doctor had to pull everything out at that point found that the tip of the wire was broken from the proximal portion of the wire. Nothing was left behind in the patient. The case was resumed, and everything went well. The patient was reported to be in good condition.